Event description:
The account alleged the bed will not stay out of the trendelenburg position.

Manufacturer narrative:
The technician isolated the issue to the gas springs. He replaced the gas springs to repair the bed.